Manufacturer narrative:
Device lot is not yet determined. Device is expected to be returned to manufacturer, but has not yet been returned for full evaluation and investigation.

Event description:
According to the customer they took a patient back to surgery to resuspend the brow. During the procedure it was noted by the physician that the previous endotine had broken off from the anchor point in the bone.